Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. The unit was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly noted. Device uploaded properly using carelink. Device had minor scratched display window. The test p-cap and reservoir does lock in place in the reservoir compartment. The information that provided date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is january 12, 2020.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s son reported via phone call that the customer was hospitalized due to hyperglycemia a week ago with blood glucose value of 790 mg/dl. Customers other blood glucose value was 570 mg/dl. Customer¿s son said that mom did not want to use the insulin pump anymore and keeps on insisting to replace it. The device will be returned for analysis.